Manufacturer narrative:
Isi has not received the green sureform stapler 60 reload involved with the reported event. Therefore, the root cause of the customer reported failure mode cannot be determined at this time. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site¿s available system logs with a procedure date of (B)(6) 2019. The system logs show that two sureform stapler 60 instruments were used (part #480460-06; lot #¿s t10181012-0011 and t10181012-0012). Between both instruments, four blue and two green sureform stapler 60 reloads were fired. Isi was not able to verify if any stapler related errors were generated during the procedure. Based on the current information provided, this complaint is being reported due to the following conclusion: during the da vinci-assisted sleeve gastrectomy procedure, the surgeon allegedly encountered a partial fire issue after firing a green sureform stapler 60 reload with a sureform stapler 60 instrument. As a result, the surgeon fired another reload along the intended staple line and also over-sewed the location. However, the root cause of the customer reported failure mode is unknown.

Event description:
It was initially reported that during a da vinci-assisted sleeve gastrectomy procedure, the surgical staff encountered a partial fire issue after firing a sureform stapler 60 reload with a sureform stapler 60 instrument. On 01/18/2019, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the surgeon used another sureform stapler 60 instrument to complete the surgical procedure. The staple line was allegedly not fully completed when a second fire attempt was performed on stomach tissue. As a result, the surgeon had to ¿over-sew¿ the staple line. On 02/11/2019, isi contacted the csr again. The csr went to the hospital after the event occurred. By the time she arrived at the hospital, the surgical staff had continued with the da vinci-assisted sleeve gastrectomy procedure which was completed robotically. She did not know if the case was recorded on video. There were no reports from the surgical staff that there were any error messages, tissue bunching, or obstructions when the alleged partial fire event occurred. The csr indicated that the surgeon over-sews the entire staple line after completing his staple lines with all of his sleeve gastrectomy cases. In this case, the surgeon used a new sureform stapler 60 instrument and reload to complete the staple line where the stapling partial fire had occurred with a green reload. After completing the staple line with a replacement stapler reload, the surgeon over-sewed the location of the partial fire. In addition, after the entire staple line was completed, the surgeon over-sewed the entire staple line as planned. No post-operative complications have been reported.